Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. International (B)(4). The manufacturer¿s international service technician confirmed the reported blower motor issue. The manufacturer¿s international service technician replaced the blower motor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported temperature high. There was no patient involvement.